Manufacturer narrative:
Final analysis confirmed communication could not be established between the device and the programmer due to the battery being depleted. Arcing was observed on the hybrid and the hybrid had high current draw. It is suspected electrocautery was used. High energy from the electrocautery could cause an arc and damaged the hybrid.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient could not interrogate the implantable cardiac monitor via merlin.net. The device was explanted and replaced. No additional information was available.